Manufacturer narrative:
This is one of two device reports related to the same event. A f/u report will be submitted upon receipt of any additional info.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac arrest and expired. These claims were allegedly caused by the exposure to the product administered during dialysis treatment.